Event description:
It was reported that the device "read low" while on a patient and immediately turned off. Customer reported that the device was using ac power when the event occurred. It was reported that there were no error messages or alarms notifying the user of a malfunction. There was no known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.